Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition and asystole greater than three seconds. No inappropriate tachy therapy was provided. The noise was unable to be reproduced during subsequent follow-up appointment. At this time, the physician thought it was an isolated incident related to valsalva maneuver and myopotentials. The patient will continue to be followed and the ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.